Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, and also found that the cable sheath of the ccd unit was broken at the solder joint. In addition, as a result of checking the state of the solder joint, it was found that the solder did not sufficiently cover the joint. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the detachment of the internal metal part at the solder joint was attributed to the insufficient strength of the joint because the solder did not sufficiently cover the joint, and also surmised that the distal end of the subject device was pulled by wiping the subject device in this state, the bending section rubber was torn, and the internal metal was exposed. In addition, regarding the breakage of the cable sheath of the ccd unit, it was surmised that the internal metal part was detached, and the cable sheath was rubbed there and broken. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during the incoming inspection for repair of the subject device, the bending section rubber of the subject device was torn and the detached internal metal part (the front base of the insertion tube) at the solder joint was exposed from the inside of bending section rubber of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.